Manufacturer narrative:
(B)(4). Batch # t5a86h. Device analysis: the analysis results found that the cdh29p device was received with no apparent damaged. The device checkmark came on when a forward battery was inserted. The device was found to be fully loaded with staples and had an uncut washer. The device was able to be reset (in pi lab) by using the reverse battery. Conclude the device was not reset in mfg. Additionally, flex circuit trace was cracked at switch soldering interface. This resulted in difficulty resetting and firing the device (intermittent anvil detect continuity). However, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sigmoidectomy procedure, the device was tightened down until the firing indicator was in the green range. The safety was taken off and the firing trigger was pressed. The display was illuminated indicating that the device had power. The device did not initiate the firing sequence. Orange bar was in the middle of the green zone. Red safety was completely pulled back. Surgeon had rep come close to confirm it was pulled back all the way. Another device was opened and the procedure was completed. No patient consequences were reported.